Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (B)(6) alleging that her onetouch verio iq meter was having a pattern messaging issue. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient reported managing her diabetes with lantus insulin (7 units in the morning and 11 units in the evening) and humalog insulin (before meals, between 7-10 units-depending on blood glucose result). The patient stated that she tests her blood glucose 5-10 times a day (before each meal and periodically throughout the day, depending on her activity level and how she is feeling). The patient told the mss that her normal blood glucose results are between 6.0-14.0 mmol/l. The patient denied making any changes to her normal diabetes management due to the allege issue starting. The patient confirmed that she continued to test her blood glucose with the subject device, despite the alleged pattern messaging issue. The patient denied developing symptoms as a result of the alleged issue. It is not clear when the alleged pattern messaging issue began. However, the patient confirmed that she was still able to obtain a blood glucose result on the subject meter despite the alleged issue occurring. During troubleshooting the customer care advocate (cca) confirmed that the tagging option was turned on and that the high/low limits were set correctly. The cca documented that the high limit on the subject meter was set to 8.0 mmol/l and that the low limit was set to 4.0 mmol/l. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was having a pattern messaging issue. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.